Event description:
Note: this report pertains to first of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2010-00741 for a description of the other event. It was reported to boston scientific corporation that two jagwires were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010 according to the complainant, the physician loaded the jagwire hydrophilic tip into a non bsc clearcut; however, he noticed under endoscopic view that part of the distal tip fell into the patient's papilla. The physician then removed the jagwire and continued the procedure with another jagwire. The physician noted during the procedure that the same issue resurfaced as the previous jagwire. Finally, the physician completed the procedure with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable. The facility reported that 75% of the hydrophilic tip detached but the inner core of the tip was still hanging on the guidewire. The rest of the guidewire stayed intact and there was no peeling of the coating. The patient is stable post procedure. There was no attempt to remove the detached section of hydrophilic tip.

Manufacturer narrative:
(B)(4) (un-retrieved device fragment in body). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4). Device not returned.

Event description:
Note: this report pertains to first of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2010-00741 for a description of the other event. It was reported to boston scientific corporation that two jagwires were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010 according to the complainant, the physician loaded the jagwire hydrophilic tip into a non bsc clearcut; however, he noticed under endoscopic view that part of the distal tip fell into the patient's papilla. The physician then removed the jagwire and continued the procedure with another jagwire. The physician noted during the procedure that the same issue resurfaced as the previous jagwire. Finally, the physician completed the procedure with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to first of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2010-00741 for a description of the other event. It was reported to boston scientific corporation that two jagwires were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010 according to the complainant, the physician loaded the jagwire hydrophilic tip into a non bsc clearcut; however, he noticed under endoscopic view that part of the distal tip fell into the patient¿s papilla. The physician then removed the jagwire and continued the procedure with another jagwire. The physician noted during the procedure that the same issue resurfaced as the previous jagwire. Finally, the physician completed the procedure with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable. The facility reported that 75% of the hydrophilic tip detached but the inner core of the tip was still hanging on the guidewire. The rest of the guidewire stayed intact and there was no peeling of the coating. The patient is stable post procedure. There was no attempt to remove the detached section of hydrophilic tip.

Manufacturer narrative:
Device evaluation: visual inspection of the device reveals approximately 4 cm of the pebax tip missing from the wire exposing the corewire. There is approximately 1 cm remaining of the wire still attached to the flare. The exposed corewire reveals evidence of adhesive after being scrapped with the butt end of a wooden dowel. A review of the device history record (DHR) was performed; no anomalies were noted. The most probable cause of failure based on the reported event and analysis of the wire is attributed to "caused by other device". Although not reported, the sliced condition of the remaining pebax tip indicates that a sharp instrument or tool caused the sliced condition of the tip noted during the analysis. The resistance encountered by the end user may have been caused when the device came into contact with this instrument or tool. The presence of adhesive on the exposed corewire indicates that the pebax tip was properly attached at the time of manufacturing. In order to avoid inadvertent damage to the wire, the direction for use (dfu) under precautions and warnings states: "dip the distal tip (the non-striped dark portion) in sterile water to activate the hydrophilic coating. This will make the coating lubricious for selective cannulation. The jagwire high performance guidewire is back-loaded through a pre-placed catheter. Furthermore, the dfu cautions: "do not use with metal-tip catheters. Withdrawing the guidewire through a metal tip catheter may damage surface of guidewire. Use a single-use sphincterotome to ensure that the material between the lumens has not been compromised". (B)(4).